Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16125. It is reported the atrial lead had a chronic noise problem. The asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was oversensing. There was lead damage due to clavicular crush near the can found when manipulating the pocket and the noise occurred. The lead was capped and replaced on (B)(6) 2020. The patient was stable. New information indicated the right ventricular lead also had a chronic noise issue. The lead remained implanted.